Manufacturer narrative:
Siemens has completed an investigation of the reported event. No root cause could be determined and no systematic issue could be identified. The investigation of the log files showed that the reported issue occurred several times before at the affected system. These events were not reported to siemens. While the display was dark the real time computer (rtc) continued to display waveforms and vital signs during the event. Only the rtc log file was provided by the user for investigation. The log file of the dialog master control (dmc) was not provided. The error message "n/a rtc broadcom netxtreme gigabit ethernet" recorded in the rtc log file leads to a network problem: the network link was down. During troubleshooting of the affected system the service engineer unplugged/re-plugged all relevant cables and pcbs/cards, but could not find a defective part. Therefore, no parts have been replaced on the affected system. The system was switched off/on multiple times and the problem did not reoccur. While the root cause for the network problem could not be identified, it can be assumed that the ethernet cable or the network interface card (nic) was disconnected or had contact problems. No corrective actions are planned at this time and the system is operational.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis combo system. During a clinical procedure, the dmc stayed black after booting and a system restart was attempted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.